Manufacturer narrative:
Several attempts were made to retrieve the device with no good results. A review of the DHR was performed - all 100 units from the work order passed final inspection. Should the device return for investigation, failure analysis will be completed.

Event description:
The patient claimed the device raised her blood pressure caused her to go to the emergency room. On (B)(6) 2025, a call was made to the patient to gain additional information. Patient declined to provide additional details regarding her experience.